Event description:
Doctor drilling cross pin guidewire into lateral right knee. Guidewire placed with difficulty. On retrieval, the guidewire tip was missing. Intraoperative fluoroscopy confirmed it was buried deep in the intramedullary canal beyond the femoral tunnel. It was elected to leave it within the femeral canal. The lateral aiming device was repositioned and guidewire placed. Excellent stability. Impingement was absent. Knee was irrigated. Hemovac drain place. Patient stable. Biomet sales rep present at surgery.